Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Product was provided for evaluation. An exterior visual inspection was performed and passed. A voltage test was performed and failed. The share logs were reviewed. A fail-found transmitter fatal error was found. The allegation was confirmed. The probable cause was determined to be a low transmitter battery. No injury or medical intervention was reported.